Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2002. Patient sought medical treatment 8 days later for redness and swelling at the piercing site. A simple removal of an embedded earring was performed and oral antibiotics were prescribed.